Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage and unexpected battery power loss. Blood glucose was 9.2 mmol/l. Customer reported blank screen on insulin pump and unexpected battery power loss, now blank screen and no reaction to battery changes. Customer states that the pump went warm before it stopped responding. Also cracks in the battery compartment, reservoir compartment and top of the display. The insulin pump will be returned for analysis.